Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device, right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead were all explanted due to suspicion of infection. Transesophageal echocardiographic examination confirmed the presence of bacterium on the ra lead. The patient was stable following the procedure and suffered no adverse consequences due to the event. The administration of antibacterial therapy will be continued and the patient will be re-evaluated for another implant at a later date. Related manufacturer report numbers: 2938836-2018-09519, 2938836-2018-09520, 2017865-2018-11735.